Event description:
It was reported that that when the implantable pulse generator (ipg) was interrogated prior to implant it exhibited no telemetry and a power on reset occurred. The mobile programmer application was unable to interrogate the ipg and displayed a diagnostic message indicating the ipg was not supported by the mobile programmer application. The application was swapped out for the programmer. It was noted when attempting to interrogate the ipg the programmer displayed an error indicating there was a memory failure. The ipg was never implanted. No patient involved in this event as it was prior to implant.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Product event summary:the device was returned and analyzed. Analysis of the returned device was inconclusive. Analysis of the hybrid revealed the serious memory error was caused by the device reverting to running back-up firmware (boot up/back up mode). The device entered boot up/back up mode on march 27, 2024 due to the cumulative power-on-reset threshold being met. The attempted implant date was (B)(6) 2024, indicating that the transition to boot up/back up mode occurred approximately 8 days prior to the implant procedure. No hybrid anomalies were identified. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.